Manufacturer narrative:
The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found a crack in enclosure near drain fitting, wear and tear damaged tank cover, front cover, plate clip, line cord, and pole clamp. Functional tests were performed and the reported problem was duplicated. The cause of the problem was determined to be the crack in the enclosure from wear and tear. The enclosure was repaired and all functional tests passed. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was leaking from drain tube. There was no patient injury reported.